Event description:
It was reported by service report that the siderail drops quickly when released. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was incorrectly reported that the release handle was damaged with exposed sharp edges. The issue was resolved for the customer by providing the part so that the customer can perform the repair themselves.

Event description:
It was reported by service report that the siderail drops quickly when released and the release handle was damaged with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.